Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 152133: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The surgeon revised the stem, head and liner. The surgery was completed successfully.